Manufacturer narrative:
Patient was revised to address subluxation. Poly wear and osteolysis were also reported. It was noted that the liner came out of the cup easily, without needing the removal tool. Doi unk - dor (B)(6) 2013 (hip). As reported, examination of the returned devices finds evidence of subluxation while implanted. There is also evidence indicating the liner was not properly engaged with the cup and that a proud bone screw may have been a contributing factor. A complaint database search finds no additional reports against the known product/lot combinations. The investigation has not identified product error with regard to this report. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address subluxation. Poly wear and osteolysis were also reported. It was noted that the liner came out of the cup easily, without needing the removal tool.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.